Event description:
It was reported that during a therapeutic procedure on a pt, the physician reported that the guidewire's tungsten tip peeled off while in the pt's biliary duct and that by the end of the procedure the guide tip was completely uncovered. The physician was able to obtain another device to continue the procedure. The complainant reported that the physician performed a sphincterectomy to retrieve the guidewire's tungsten tip from the pt's biliary tree. The complainant indicated that there was no adverse affect on the pt as a result of the reported problem. Several attempts were made to obtain additional event info.